Event description:
Procedure type: nissen. According to the reporter: the needles were disengaging from the jaws into the pt's cavity. Needles were retrieved and a new device was opened to continue the case. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time. Delay in operating room time was not longer than 30 minutes.

Manufacturer narrative:
(B)(4)